Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's interpreter reported via phone call that she experienced blood glucose levels around 400 mg/dl and as low as around 70 mg/dl. The insulin pump alarmed unexpected restart, external error, and displayable history check failed on startup. Customer's blood glucose level was over 600 mg/dl. She had blurred vision. The insulin pump alarmed no delivery. She was not wearing the insulin pump the week before and was using her backup plan. The device was not returned.